Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer's husband was stuck with a 32 g x 4 mm bd ultra fine insulin pen needle. After unscrewing the pen needle from the insulin pen, the needle was found on the pen and the consumer's husband was stuck while trying to save the sample. There was no report of medical intervention.

Manufacturer narrative:
Results: two opened samples were returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6103621. Both returned pen needles were examined and no defects were observed on either of the samples. Conclusion:an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.